Event description:
The user facility reported a 58-year-old male had a prior impella 5.5 explanted in preparation for the heart transplant or lvad was implanted with an impella 5.5 device and ECMO for mechanical circulatory support when transplant and lvad were denied. A fluid leak was observed from the purge sidearm of the impella 5.5 pump during patient support, after a month. As the leak had not yet affected the functionality of the pump, the decision was made to monitor the issue and perform a purge sidearm bypass as needed. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.